Event description:
Customer reported that patient presented to the site with diffuse lamellar keratitis (dlk) in both eyes. Medical versus surgical treatment options discussed with patient. Patient opted to treat aggressively with flap lift/rinse in both eyes and increase steroids. An oral steroid (medrol taper pack) was prescribed. There was no loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes. Patient thinks she may have hit her eyes with the tips of the bottles.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.